Manufacturer narrative:
Batch review performed on 24 may 2018; lot 177282: (B)(4) items manufactured and released on 20 february 2018. Expiration date: 2023-02-09; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical investigation performed by medical affairs (B)(4) on 18 may 2018; early cup mobilization in primary cementless tha, few days after index surgery. The initial reaming of the acetabulum led to a cavity probably excessively deep, leaving little thickness of the acetabular wall. This is probably not the main cause for cup mobilization, which should be more likely due to a defect in the achievement of proper press-fit, unless a traumatic event, not reported, led to the mobilization. There is no reason to suspect a faulty device. Visual inspection performed by r&d product manager on 24 may 2018; the acetabular shell does not show any particular anomaly after visual analysis. Implantation and explantation signs are visible on the component.

Event description:
The surgeon revised the patient about 10 days after primary for a cup mobilization. He believes the mobilization depends from the acetabulum preparation performed during the primary surgery. The surgeon revised successfully the patient joint.